Event description:
It was reported that the patient had an infection posterior to the leads and had a small opening at the implantable pulse generator (ipg) site. It was noted that the wound inferior to healed incision site was draining with purulent fluid and was packed. The symptoms were worsening despite antibiotic treatment. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the explanted ipg and leads were discarded by the medical facility. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient had an infection posterior to the leads and had a small opening at the implantable pulse generator (ipg) site. It was noted that the wound inferior to healed incision site was draining with purulent fluid and was packed. The symptoms were worsening despite antibiotic treatment. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7137292. Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 587420.

Event description:
It was reported that the patient had an infection posterior to the leads and had a small opening at the implantable pulse generator (ipg) site. It was noted that the wound inferior to healed incision site was draining with purulent fluid and was packed. The symptoms were worsening despite antibiotic treatment. The patient underwent a spinal cord stimulator (scs) system explant procedure.